Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) incorrectly provided an atrial fibrillation (af) diagnosis. No intervention was reported. The patient condition was stable.